Event description:
Philips received a complaint by the biomed customer on the v60 indicating while servicing the device, it was observed that there was an error code 1109 machine pressure sensor auto zero failed. It was reported there was no patient involvement at the time the issue was discovered. Through additional troubleshooting by the biomed customer, it was confirmed that the data acquisition printed circuit board assembly (pcba) connections and pin alignment was discovered to be a loose connector between flow sensors and gas delivery subsystem. Reseated and ran unit on test lung. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the data acquisition printed circuit board assembly (pcba) connections and pin alignment was discovered to be a loose connector between flow sensors and gas delivery subsystem was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.